Event description:
It was reported that the ilet bionic pancreas displayed a pairing failed notification when attempting to connect with a dexcom g7 continuous glucose monitor (cgm) sensor, while glucose readings continued to appear on the user¿s dexcom app. No clinical signs, symptoms, or conditions were reported. Outcomes included no changes to therapy or care and no medical intervention. User support included remote troubleshooting and education, which involved toggling the cgm settings followed by a re-pair attempt. Investigation of this case revealed a pairing connectivity issue between the ilet and the cgm, with function of the cgm on the phone indicating the sensor and transmitter were operating; the issue was limited to the ilet-to-cgm pairing process. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity factors related to device communication.